Event description:
It was reported that the ilet displayed ¿dosing stopped, connect cgm or enter bg¿ after the user applied a new libre 3 plus sensor that had not been activated, resulting in a failure to pair to the pump until the user was guided to scan and activate the sensor, after which the system began receiving glucose data and delivered correction dosing. Symptoms included hyperglycemia with a reported blood glucose of 324 mg/dl. Outcomes included user inconvenience and temporary interruption of automated dosing until cgm connection was established.

Manufacturer narrative:
Investigation included customer care troubleshooting and user education on proper cgm activation and the need for a backup glucometer to confirm readings. Investigation of this case revealed user setup error related to missed sensor activation and no device malfunction. It was concluded that the event resulted from user error in cgm activation, and the device performed as intended once the cgm was properly activated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.